Manufacturer narrative:
(B)(4). Date sent: 04/13/2021. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what is the product code for the device that was used? Unknown. What is the lot # for the device that was used? Unknown. What were the indications for surgery? Unknown. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Dr. Kristen crowell¿s case, unsure who fired device where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Were there any issues with device use/firing? Unknown. What confirmation was received that the device completed the firing sequence? Unknown. Was the green checkmark visible at the end of the firing? Unknown. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. Was there any difficulty removing the device? Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were the donuts inspected? If so, please describe. Unknown. Were there any issues noted with staple formation? If so, please describe the shape and location. Unknown. Was a leak test performed? If so, what type and what was the result? Unknown was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? Surgeon reiterated not leak, bleed how was the leak identified? Surgeon reiterated not leak, bleed. What was observed at the site of the leak upon reoperation? Surgeon reiterated not leak, bleed. How was the leak addressed? Surgeon reiterated not leak, bleed. How was the post-op bleeding identified? Bleeding from rectum. How many days postoperative was the bleeding identified? 4. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? No. How was the bleeding addressed? Endoscopic clip, no re-op. What was the pre and postoperative anti-coagulant and pain management protocol? Standard. Was the bleeding intraluminal or extraluminal? Intraluminar. What is the status of the patient? Good.

Manufacturer narrative:
(B)(4). Only event year known: 2021 batch # unk the lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code for the device that was used? What is the lot # for the device that was used? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that two staple line bleeds over the weekend that required intervention. On a right colectomy where he performed an end to side anastomoses with the powered echelon circular, size unknown on day four it was discovered in the endoscopic suite and required a clip. He also reported that the patient was on plavix (unknown when medication was started post-op). No other information is known at this time.